Manufacturer narrative:
All available information for conducting this investigation was collected and no additional follow-up attempts will be performed.

Event description:
It was reported that there was a water leakage that occurred during use of the primary system controller shower bag in a shower bath. The bag was exchanged. Regulatory reference report MFR # 2916596-2024-01961.

Manufacturer narrative:
Section d1 - brand name: corrected. Section d4 - catalog number: corrected. Section d4 - primary unique device identification (UDI) number: corrected. Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. Manufacturer's investigation conclusion: evaluation of the returned gogear shower bag could not confirm the reported event of fluid ingress. A specific cause for the reported event could not be conclusively established through this evaluation. The shower bag was returned in new condition. The bag seams, zippers, and fabric appeared intact with no visible damage. The shower bag was mounted in a sink and water was poured onto the bag for over 15 minutes. The bag was visually inspected after 15 minutes did not reveal any evidence of a fluid ingress issue. The bag condition appeared unremarkable, and no damage was observed. The lot number was not provided. This product is not serialized. The lot number is not printed on the product and is only available on the box/at the time the product is opened. This is not an out of box failure and the failure mode was not noticed at initial use. The reported event and subsequent investigation do not indicate an issue with the manufacture of the product. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and patient handbook state in the caring for wear and carry accessories sections that wear and carry accessories should be periodically inspected for damage or wear. If an accessory appears damaged or worn, do not use it. Call your hospital contact for a replacement. The IFU explains that although the external components of the heartmate 3 lvas (including the shower bag) are moisture-resistant, they are not waterproof. The IFU warns that the shower bag must dry completely between uses. After showering, the exterior should be wiped with a clean, dry towel and the bag should be allowed to drip dry completely before being used again. The IFU and patient handbook also provide instructions on using and assembling the shower bag. No further information was provided. The manufacturer is closing the file on this event.